Event description:
A customer reported the occurrence of falsely elevated troponin I results on several draws from one patient. Elevated results of this magnitude might lead to cardiac catheterization. The patient underwent cardiac catheterization but there was no report of patient harm as a result of this event.